Event description:
It was reported that during use of the bd probetec¿ chlamydia trachomatis qx assay gray amp reagent pack, an unspecified number of false positive patient results were obtained. Positive samples were re-ran on bd viper¿ lt system, but the negative control failed. There was no report of patient impact.

Manufacturer narrative:
E.1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.